Event description:
N/a

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and observed the counter pulsation balloon connection inlet is slightly unscrewed, it is tightened and its operation is checked. It no longer has leaks and fills the lines correctly. Equipment suitable for clinical use.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter name, full initial reporter name is (B)(6) . A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had filling errors. The event occurred during daily inspection, hence no patient involvement.